Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The analyzer generated an initial result of (B)(6), and repeat results of (B)(6). The (B)(6) result was not reported outside the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
The initial filing is incorrect. The correct date is (B)(4) 2012. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4), (B)(6) result. (B)(4), no consequences or impact to patient . This report is being filed on an international product, arch anti-hbs, list (B)(4), that has a similar us product distributed in the us, (B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect anti-hbs, ln 07c18-25, manufacturing site (B)(4) to the architect anti-hbc ii, ln 08l44-35, manufacturing site (B)(4). Report 3002809144-2012-00080 has been submitted to address this event.